Event description:
It was reported that a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm generated a leak during patient use. The customer reported "setting up today for chemotherapy today primary plum set 15-micron filter batch number 13639958 ex 1/7/25 with saline. No leakage at all. Inserted set in to plum 360 oncology pump cassette chamber. Commenced at slow rate when attached to patient peripherally inserted central catheter (PICC) line. Attached syringe of 10mls saline with dexamethasone to port next to cassette. Attempted to back prime slightly to ensure no air. Slight leakage from cassette inside pump. Syringe unattached from port. Nil wasted. Put in sterile packet. Inco pad put under pump to catch any spillage of saline.¿ in addition, the reporter stated, ¿when opened door to pump cassette leaking saline. Clamped to stop leakage. Unattached from patient. When unscrewed the syringe from the port to save the dexamethasone inside of it, the port became dislodged from cassette and had to unscrew it from syringe and reattach to giving set¿. The device was discarded in a sharp bin. A new line was primed from the same batch. No leakage or further issues. There were no cuts or anything like that that could be seen in the product. There was no patient harm.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. E1: t (B)(6) m (B)(6).